Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter phone: (B)(6). H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the external connection of the implant was damaged and caused crown movement and implant had to be removed. Tooth site 46. Procedure was completed placing other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) nt511, (osseotite tapered implant 5 x 11.5mm) for evaluation. Visual evaluation was performed, there was signs of use, the implant had signs of use with bone debris on the external threads. Damage to the implant was identified. There was a third-party implant removal tool stuck inside the implant. The implants external hex was damaged. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the nt511 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. There implants external hex was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.